Event description:
It was reported that a user on their third day of ilet use experienced a low blood glucose after breakfast and called to ask general questions about the meal algorithm; education was provided on how the algorithm adapts during the first week and how it reduces insulin for subsequent similar meals. Symptoms included hypoglycemia with a low of 66 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction reported and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.